Event description:
It was reported that the customer's insulin pump would not turn on anymore. The customer stated that even with a new battery the insulin pump would not turn on. The customer stated that they had to discontinue use of the insulin pump and revert to manual injections per healthcare provider's instructions until replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.